Event description:
It is reported that a customer has having issues with the adhesive tape on their sensor. The customer complains that the sensor does not stick and keeps falling off. The patient's blood glucose was at 300 to 400 mg/d at the time of the incident. The customer was educated on the proper method of applying the tape and was advised to call the help line if the issues occur again. The customer was shipped extra sensors. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.